Event description:
It was reported that bd insyte autog bc catheter broke. The following information was provided by the initial reporter: patient presented for surgery and had an 18 gauge catheter placed in his right hand. Patient was admitted into the hospital overnight for observation and discharged the next day. The discharging nurse removed the IV catheter and did not recognize a 4 millimeter tip was missing. Patient presented to the emergency department 3 days later with a chief complaint of a foreign body sensation on his right hand. Patient was stable and hand surgery consulted on case with the recommendation of having this removed in the operating room. Surgery was scheduled 4 days later. Surgeon removed a 4 millimeter catheter tip from the patients right hand. Rca was done and found there could have been a possible product defect. This could have also been insertion related but the nurse in the pre-op placing the IV had no issues.

Manufacturer narrative:
A complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample/batch/lot number information. Complaints regarding this device and reported conditions will be monitored and analyzed for trends by our quality team.